Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The unit had an outdated pcb. The pole clamp and tank cover were also damaged. The customer reported product problem (failure to heat up) was verified during functional testing. The power on the device was intermittent. This occurred because the connection between the power switch and pcb was damaged. This damage was attributed to a design issue, as well as normal wear and tear. These issues were established as the root causes. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) failed to turn on. No patient injury or complications were reported in relation to this event.